Event description:
It was reported that the catheter was stuck. The target lesion was located in the popliteal vein. An angiojet solent omni catheter was used for thrombectomy procedure. However, during the procedure, the device was stuck on the guidewire and alerted an error during thrombectomy mode. The device was simply pulled out from patient's body and the procedure was completed with another of same device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the catheter was stuck. The target lesion was located in the popliteal vein. An angiojet solent omni catheter was used for thrombectomy procedure. However, during the procedure, the device was stuck on the guidewire and alerted an error during thrombectomy mode. The device was simply pulled out from patient's body and the procedure was completed with another of same device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: returned product consisted of the solent omni thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual and microscopic examination revealed no damages. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and 120 seconds in thrombectomy. The device ran within normal range without any leaks from the device or any errors/alarms from the console. Device to device interaction test was performed by inserting a test guidewire into the device. The test guidewire was able to pass through without any issues.